Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl and 250 mg/dl and the sensor glucose was 42 mg/dl. The customer was assisted with troubleshooting. The insulin delivery was suspended due to the sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 52 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. Blood glucose value associated with the triggered suspend event was 135 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will not be returned for analysis.